Event description:
It was reported that during tka procedure while drilling the navio pin driver broke. Case was able to continue with use of another pin driver. No delays or injuries involved.

Manufacturer narrative:
H10: a1, d10, h3: updated information. H11: b5, e2, e3, g3, g5, h6: corrected information.

Event description:
It was reported that during tka procedure, while drilling, the navio pin driver broke. Case was able to continue with the use of another pin driver. Surgery was not delayed. The patient was not harmed.

Manufacturer narrative:
Results of investigation: the reported device, used for treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A relationship, if any, between the subject device and the reported event could not be determined. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review identified 10 prior similar events. This failure mode will be trended to assess for any necessary corrective actions. Factors that could have contributed to the reported event may be due to a deficiency of the pin driver where the laser weld that attaches the outer tube to the inner cylinder with the triangular geometry fails, causing the outer tube to spin without spinning the screw. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.